Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : the complaint device was received and evaluated at the service and repair center. The following repair activities were performed: internal scope cleaning. Replace objective window. Replace rod lens. Autoclave service. Wolf & storz adapters. This complaint can be confirmed as the parts above were found to be defective and were replaced to restore the device to specification. The unit passed all functional tests and is fully operational. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder scope procedure, it was observed that the arthroscope was cloudy. It was reported that the surgeon utilized another mitek scope to complete the procedure with no patient harm and a delay in surgery of no more than two minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.